Event description:
As reported, approximately 2.5 years post initial bilateral tka, the 56 y/o female patient had a revision due to poly wear and inserts change and patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition. Images received. The devices are not available for evaluation as the devices were disposed by hospital.

Manufacturer narrative:
Concomitant products: logic cr femoral por, right, sz 2.5 (cat# 02-010-04-0325 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the reason for the revision may have been the result of prosthesis wear as reported, patient conditions, or inclusion of the implanted polyethylene in the packaging recall. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.